Manufacturer narrative:
Concomitant medical products: product ID: 37651, serial#: (B)(4), product type: recharger. Product ID: 37761, serial#: (B)(4), product type: recharger. The return date reflects the return date of following devices: product ID: 37651, serial#: (B)(4); product ID: 37761, serial#: (B)(4). The main device referenced above was not returned as it is still in use. Analysis on the implantable neurological stimulator recharger (insr) (product ID: 37651, serial# (B)(4)) is incomplete and is reflected in the assignment of eval code. Additionally, analysis on the desktop charger (product ID: 37761, serial# (B)(4)) was completed and is reflected by the assignment of all the eval codes-method and eval code. For both devices, the eval code-conclusion was not yet determined; a supplemental report will be submitted to reflect the updated eval code-conclusion assignment once a determination has been made. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the connector pin was bent/loose/broken and the patient could not charge his implantable neurostimulator (ins). It was also noted that the patient could not charge his implantable neurological stimulator recharger (insr). The patient confirmed this was not an out of box issue. It was later reported that the patient received the replacement desktop charger, but still could not charge as the connector pin would not fit inside of the insr; previously reported connector pin was stuck inside of the insr. The insr was also displaying a "charge the insr" screen. The patient also stated that he was worried about how much of a charge the ins had left as he was not able to charge since (B)(6). The ins's charge level could not be checked as the patient did not have access to his patient programmer. The patient stated that he was implanted to treat a "nervous condition". No symptoms were reported. Additional information was received from a patient. It was reported that the patient's essential tremor was affecting his right hand. It was also stated that the difficulty with the connector pin in the implantable neurological stimulator recharger (insr) began early (B)(6) 2016 and the device became totally ineffective in early (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.